Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:generalized illnesses. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast reconstruction primary with a mentor memorygel, 465cc breast implant experienced unexplained systemic symptoms postoperatively, including breast discoloration, rash, and sepsis. The patient stated that one night she felt like she had a heart attack. Woke up the next morning with rash between her breasts. Patient had bilateral mastectomies and reconstruction with expanders in 2018. She had radiation to the left breast expander and then switched to silicone implants. This was 4 years ago. She presented to ER 1 month ago with left breast /chest pain and redness, and fevers. The left breast was markedly red, but not very swollen. Temp 102, blood cultures were negative. Wbc elevated at 14.4, CT scan shows inflammation of skin and subcutaneous tissue and small amount of fluid around the breast implant. She was treated for cellulitis for 2 days with no improvement and was developing more erythema on antibiotics. Patient was taken to or to remove the left implant as we assumed it was at least involved if not the source. At surgery, the implant looked fine and there was no evidence of infection in the pocket. However, given persistent infection she was not comfortable leaving implant in. As a result, patient underwent bilateral removal without replacements on (B)(6) 2022. She improved 2 days after implant removal, and is healed and off antibiotics now. This report relates to the right side.